Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the stylet could not be passed all the way to the end of the attempted right ventricular (rv) lead. The lead was removed from the sheath and another attempt was made to pass a new stylet to the end of the lead but was unsuccessful. Another lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.